Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace and shock impedance measurements of greater than 3000 and 200 ohms, respectively. Then, fault code 1005 occurred for an open circuit fault, and the rv lead saw loss of capture at max outputs. An episode was later noted where the rv lead experienced a lot of noise which was oversensed, leading to an inappropriate shock. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace and shock impedance measurements of greater than 3000 and 200 ohms, respectively. Then, fault code 1005 occurred for an open circuit fault, and the rv lead saw loss of capture at max outputs. An episode was later noted where the rv lead experienced a lot of noise which was oversensed, leading to an inappropriate shock. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the hv conductor was fractured 43 mm from the terminal pin. Resistance testing confirmed electrical openings and an x-ray image determined that the hv cable was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to melting, resulting from insulation webbing damage usually caused by a compressive stress on the lead, likely due to fatigue. The identified fracture is the likely root cause of the reported high pacing impedances and high shock impedances.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace and shock impedance measurements of greater than 3000 and 200 ohms, respectively. Then, fault code 1005 occurred for an open circuit fault, and the rv lead saw loss of capture at max outputs. An episode was later noted where the rv lead experienced a lot of noise which was oversensed, leading to an inappropriate shock. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced. No additional adverse patient effects were reported.